Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported a touchscreen fault. There was no patient involvement.

Manufacturer narrative:
Date of report: 24sep2018. Date of manufacturer: 26june2018. The customer was provided with a quote for a replacement part, however no further information was provided regarding the repair of the unit. No parts were returned to philips for evaluation, therefore, a root cause could not be established.